Event description:
On september 12, 2006, the lay user/patient contacted liefscan alleging that her one touch ultra meter would not power on . The senior medical affairs specialist mailed a letter since the patient could not be reached by telephone. The patient described feeling shaky, confused, and experiencing a tingling sensation in her fingers. She was unable to obtain a blood glucose results due to the power issue when she attempted to test prior to the onset of her symptoms. She drank milk due to what she explained to be low blood glucose symptoms. She went to see her physician on an unknown date for advice and a blood glucose test. She was unable to specify the blood glucose results obtained on the physician's meter. The customer care advocate (cca) verified that the patient was using the correct testing technique, there had been no trauma to the meter, the battery was correctly installed, and the meter was not downloaded prior to attempting to test. The cca discovered that the battery had never been replaced. The cca walked the patient through pressing the power button and inserting a test strip all the way into the test strip port, but the meter would not power on. The patient did not have a new battery to complete troubleshooting. It would have been helpful to know when she purchased the meter, how long she had been unable to test, when she developed symptoms in relation to the begining of the meter issue, her medication regimen, did she feel better after drinking milk, when she visited the physician in relation to the onset of her symptoms, the approximate result obtained on the physician's meter, and if any treatment was received. This complaint is being reported due to the following conclusion: the patient was unable to obtain blood glucose results due to the power issue, had symptoms of low blood glucose levels, and administered self-care (drank milk) based on her symptoms.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evauation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in supplemental report.